Manufacturer narrative:
Initial reporter occupation: patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr). The investigation could not identify a product problem.

Event description:
The consumer reported a positive result with the covid-19 at-home test compared to a negative covid-19 at home test and a negative pcr test. On (B)(6) 2022, the consumer performed a covid-19 at-home test and the result was positive. On the same day, the consumer performed a second covid-19 at home test and also a pcr test, and the results were both negative. No other information can be provided. No additional information about treatment and outcome was provided.